Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation (afib), a farawave 2.0 nav cath 31mm - us catheter was selected for use. While the physician was using the device in the right atrium to ablate the cti line, st elevation was observed on lead 12. The physician immediately administered nitroglycerin, the farawave catheter was withdrawn, and the procedure was subsequently completed. No additional information was provided. No device issues were reported. The device is not expected to be returned for laboratory analysis, as it was disposed of.